Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.